Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, occlusion (vascular occlusion) was deemed to meet serious criteria of required intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This case was linked to lssmv (B)(4), referring to the same reporter and the same reaction. This spontaneous report was received from a us physician and concerns a patient. The patient was injected with radiesse, into the nasolabial fold, in 2021. In 2021, after the radiesse injection, the patient experienced an occlusion. The outcome of the event was unknown.